Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed following: - the reported event was reproduced, - the temperature fuse blew. - it seems that the temperature of the device became high unexpectedly and it led to the blowing the fuse because the user used the device in a high temperature environment or with the ventilation holes blocked. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is probable that the reported event occurred because the fuse blew up. The operation manual of the subject device has already warns following: - keep the light source¿s air vents clear of ancillary equipment. Obstruction of the vents can cause overheating and/or equipment damage.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the facility that in unspecified timing the examination lamp of the device did not light up. Other detailed information was not provided. There was no report of patient injury associated with the event.